Manufacturer narrative:
Manufacturer's investigation conclusion: system controller (serial # (B)(6) was returned for an evaluation regarding a patient who passed away. No functional issue was reported with the returned device. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The log file retrieved from the returned system controller captured the system operated within the patient speed limit value (5,000 rpm) and low speed limit value (4,800 rpm). Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low flow alarm indicating flow is less than 2.5 lpm. Low flow alarm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿replace the running system controller with a backup controller¿ details the exchange process. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients controller was alarming for about an hour when paramedics took as look at the controller after the patient was found by family at home. The controller was alarming and patient was unresponsive with charged batteries and driveline to controller intact. The patient never had return of sinus rhythm and was pronounced dead in emergency department. The log files were submitted for evaluation and found low flow alarms. The silence alarm button was pressed multiple times. The system controller was switched to from battery power to the power module. The low flow alarms continued and so did the pressing of the silence alarm button. Regulatory reference report MFR # 2916596-2023-03758.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.